Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issue. A functional evaluation revealed a hand piece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit.

Event description:
It was reported that during the set up of an unknown procedure, the motor drive unit, hand cntrl, pwrmx el did not work. The procedure was successfully completed without delay using a back up device. No patient injury or other complications were reported. Results of investigation have shown the shaver had a handpiece sensor fault. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.